Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea- cramping/") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2001), kidney stones, cystitis interstitial and petit mal convulsion. Concurrent conditions included overweight, petit mal convulsion since 2007, breast mass and anxiety since 2000. Concomitant products included cilest (ortho tricyclen) for contraception as well as alprazolam (xanax) since 2009, anaesthetics (anesthesia), carbamazepine (carbatrol) since 2009, clonazepam since 2015, galenic /paracetamol/codeine/ (acetaminophen w/codeine) from 2006 to 2015, levetiracetam (kepra) since 2015, prochlorperazine maleate since 2010, topiramate since 2009 and vicodin (hydrocodone w/acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/heavy menstrual bleeding"), migraine ("migraines"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomies, mccall procedure, cystoscopy), surgery (total vaginal hysterectomy, bilateral salpingectomies) and surgery (total vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage and dyspareunia had resolved, the dysmenorrhoea, genital haemorrhage, menorrhagia, weight increased, abdominal pain, vaginal haemorrhage and headache outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well but patient had some discomfort on right side due to tubal spasm. Leakage of contrast into the cervix and vagina noted along the lower margin of the field of view. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test urine - on an unknown date: negative on (B)(6) 2010 patient had hysterosalpingogram resulted in total bilateral occlusion. On (B)(6) 2015 patient had surgical pathology report resulted in uterus, cervix and fallopian tubes, hysterectomy-bs: --benign endometrial polyp, 1.5 cm. --secretory endometrium. --cystic change of endocervix. --fallopian tubes . Concerning the injuries reported in this case, the following one/ones were reported via medical records evets : abnormal uterine bleeding - heavy menstrual bleeding, dysmenorrhea were confirmed. Most recent follow-up information incorporated above includes: on 23-feb-2018: reporter added. Patient historical condition and concomitant condition added, product inserion and removal date updated events added as follows:- vaginal haemorrhage, headaches, uterine haemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were in placed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010, and reported adverse events including pelvic pain, abnormal bleeding (understood as genital hemorrhage). In (B)(6) 2015, patient was treated with surgery (hysterectomy) to remove essure devices. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were in placed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010, and reported adverse events including pelvic pain, abnormal bleeding (understood as genital hemorrhage). In (B)(6) 2015, patient was treated with surgery (hysterectomy) to remove essure devices. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case, no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.